Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) could not be interrogated, despite attempts with multiple programmers and wands. The device was explaned and replaced without noted incident.

Event description:
Guidant received information that this implantable cardioverter defibrillator (ICD) could not be interrogated, despite attempts with multiple programmers and wands. The device was explaned and replaced without noted incident. New information received indicates that the patient has since retained legal counsel and filed a lawsuit. There were no specific allegations against the functionality of the device within the claim.

Manufacturer narrative:
To date, attempts to obtain the device for laboratory analysis have been unsuccessful. Should the device or additional information become available, event information will be updated and resubmitted. Upon receipt from analysis, initial testing confirmed this device had no telemetry operations. The device casing was then opened and a "swelled" battery was observed. Additional testing confirmed the device is using normal current and is functioning normally. As a result, the cause for the loss of telemetry was not determined. Technicians noted that a faulty component that may have caused the device to loose telemetry by depleting the battery might have recovered as the device had not been analyzed for a long period of time post explant due to legal implications. No further testing was performed.